Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with no blood visible. There was fluid in the balloon and in the inflation lumen. The balloon had relaxed folds. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressure the balloon to check for leaks and rupture when fluid came out of a longitudinal rupture on the balloon above the distal marker. The longitudinal rupture was at the distal end of the distal marker extending proximally for a length of 1 mm. There was no scratch visible on the balloon. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, calcification and tortuosity, or insufficient prep. The lesion was mildly calcified, which may have contributed to the difficulties experienced. The balloon catheter was returned with fluid visible in the inflation lumen and the balloon, which had relaxed folds, suggesting that the device had been prepared for use and pressurized at some point during the procedure. Sem analysis revealed damage evident on the outer surface of the balloon adjacent to the rupture site. Additionally, there was balloon shredding/tearing observed along the other side of the balloon. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices, the previously implanted stent and/or the calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. In this instance, based on the information received with this complaint, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a 3.0 x 15 voyager nc was used for post dilatation of a xience prime stent. During the first inflation, contrast dye was leaking; therefore, a balloon rupture was suspected. The balloon was withdrawn and replaced with a new 3.0 x 15 nc voyager. No additional event or patient information is available.